Event description:
Report received of an error in programming found during a retrospective analysis pump history by the manufacturer. The pump was programmed in the pca only mode to deliver morphine 1mg/ml, with 1.5mg pca dose, a 5-minute lockout and no 4-hour limit was selected instead of the intended 40mg 4-hour limit. After approximately 6 hours, the error in programming was discovered and the pump was reprogrammed with a 30mg 4-hour limit instead of the intended 40mg 4-hour limit. The pt did not experience any adverse effect and no medical interventions were required. There was no report of any issues made to the manufacturer by the customer. No further info was available.